Manufacturer narrative:
Additional product code: hwc hrs. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. Device history lot manufacturing location: (B)(4). Manufacturing date: feb 12, 2020. Part number: 204.814, 3.5mm cortex screw self-tapping 14mm. Number: 42p2748 (non-sterile). Lot quantity: 240 . Production order traveler met all inspection acceptance criteria. Inspection sheet, final inspection ns070756 rev a met all inspection acceptance criteria. Packaging label log (pll) lppf rev e, lmd rev a was reviewed and determined to be conforming. A total of 243 labels were printed; 240 were used on packaging, 1 was used on the pll and 2 labels were destroyed. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: component parts were not reviewed as the reported complaint condition of ¿screw was missing inside the package¿ does not indicate breakage of the screw. Therefore, review of the raw materials would not be pertinent to the reported complaint condition. Device history review: may 06, 2020: DHR reviewed. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2020, the 3.5mm cortex screw was noticed to have missing inside the package. It is unknown how the issue was discovered. There were no patient and surgical involvement. This complaint involves 1 device. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Visual inspection: the investigation was conducted at the manufacturing facility, monument. The package for part number 204.814, lot 42p2748, was returned for evaluation and examined by the quality engineer. The package does not contain screw contents; therefore, the review supports the complainant¿s description of the complaint condition. Therefore, this complaint is confirmed from a manufacturing standpoint. (B)(4) has been initiated for this confirmed complaint to further investigate manufacturing root cause. Manufacturing review: part number 204.814, lot number 42p2748 was manufactured in february 2020. The parts were packaged in (B)(4), on (B)(6) 2020 on (B)(4). Per the piece pack work instruction 103575639/rev. 1 (referenced on (B)(4) documented at flow inspect/pack, step 0060 on router), the following is confirmed on the first 5 pieces: label position, bag dimensions, proper seal and components are present in the bag. At the end of the run, line clearance/label reconciliation is completed on every lot per f-s252 packaging label log (pll). There were no issues with the pll reconciliation for this lot. DHR for this lot shows no anomalies related to the final count of the packages and parts so the operator did not recognize that there could have been an empty package in the lot. This was an operator error in which a thorough check of the packages was not performed during the packaging process. The assignable cause is: man: application errors, man: omission errors and material: handling. Previous customer quality investigation: product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Conclusion: the overall complaint was confirmed as the package does not contain the screw contents. The monument packaging process is specific to each production order. Therefore, packaging defects are specific to the packaging event in which they occurred. In conclusion, there is no indication of a systemic issue and the probability of occurrence is improbable for empty package nonconformities. (B)(4) has been identified to further investigate the identified packaging issue. The need for further corrective/preventive action will be assessed within the nr. Further investigation will not be conducted in this complaint as it will be addressed within (B)(4). Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition.